Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a sling placement procedure. According to the complainant, post-procedure, the pt presented with incontinence. The sling had migrated back towards the bladder neck and did not promote adequate tissue ingrowth due to the existing scar tissue. The sling did not erode.